Event description:
It was reported that the device had a service wrench present, and would not charge to defibrillate a pt that was analyzed to have a shockable rhythm. No other device available to defibrillate pt. The pt was transported to the hosp and resuscitation was attempted. The pt expired.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of the main pcb assembly. After replacing the main pcb assembly, proper operation was confirmed, and the device was returned to the customer.